Manufacturer narrative:
Product complaint #: (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). None known. How many devices demonstrated the alleged deficiency in each case? Please specify by product code and lot number: unknown. Were there patient consequences? If yes, please explain. No. As of today, samples have been recovered for testing from (B)(6). Product code x872h- lot sjbdsz: 7ea. Product code x832h- lot tlbeqr: 22ea. Additional information: was surgery delayed due to the reported event? Unknown, was procedure successfully completed? Unknown, were fragments generated? Unknown, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences , was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study unknown, (B)(4). Device property of: none, device in possession of: none, (B)(4). Device property of: none, device in possession of: none.

Event description:
It was reported that a patient underwent an urology procedure in 2025 and suture was used. During the procedure, I am writing this email to give some feedback shared by our urology surgeons regarding the ethibond 3-0. We have done penile plication procedures recently, and for the past two occasions, the 3-0 ethibond rb-1 has been breaking when they are tying a knot. While a 3-0 ethibond is quite a small suture, the surgeons believe it should not be breakable by their hands when tying a knot. We opened two sutures today, the 3-0 ethibond on rb1 ref no: x872, lot: sjbdsz, and 3-0 ethibond sh ref no. X832, lot: tlbeqr, and we were able to break it with medium effort. No adverse patient consequences were reported. Additional information was requested.